Event description:
It was reported that the device would not power on with a known good battery. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and repair options to resolve the reported problem. The customer informed that the facility will purchase a replacement defibrillator. The device was not returned to physio-control for evaluation/repair. Hence, the cause for the reported problem could not be determined.